Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted in a patient's eye, the patient was dissatisfied. The iol was then explanted. Additional information has been requested.